Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced headache due to cerebrospinal fluid leakage during an scs permanent implant procedure on (B)(6) 2025. Patient was given IV fluids and medication. The symptoms have resolved.